Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this lead was an attempted implant due to elevated pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted tissue entwined in the helix with body fluid in the helix housing. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.